Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to a consultation with a skin erosion with the lead on the surface of the skin. Two days later both the leads (right ventricular and right atrial) had perforated the skin and were exteriorized. The device was alleged to have migrated. After implanting a new system on the right side after closing the pocket a new sterile filed was installed on the right side in order to safely explant the device and the leads on the left side. A culture of the wound was taken to determine the type of bacteria present. Antibiotic will be initiated depending on the result of the culture of the wound. No additional adverse patient effects were reported.

Event description:
The leads were cut and surgically abandoned.